Manufacturer narrative:
The device was received by boston scientific for analysis. Visual inspection noted that the irrigation extension tubing was partially detached and separated from the luer fitting at the adhesive joint. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
During an ablation procedure in the left atrium to treat paroxysmal atrial fibrillation a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the maestro generator halted rf ablation delivery, broken irrigation tubing of the catheter was observed. The catheter was exchanged and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an ablation procedure in the left atrium to treat paroxysmal atrial fibrillation a intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the maestro generator halted rf ablation delivery, broken irrigation tubing of the catheter was observed. The catheter was exchanged and the procedure was completed successfully with no patient complications.